Manufacturer narrative:
Follow-up #1: date of submission 03/16/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: on examination, there was visible moisture in the battery compartment and behind the display lens. Leak testing revealed moisture leakage due to a display lens leak. The keypad cover was intact and without damage. On testing, the up arrow button was unresponsive; the remainder of the keypad buttons demonstrated normal response when tested. The keypad cover was removed for investigation and no revealed contamination or defects of the contacts of the keypad buttons. The pump was opened for further investigation and revealed moisture throughout the interior compartment of the pump affecting the keypad flex connector. Unrelated to the original complaint, the battery compartment and the pump case was noted to be cracked; however, there was no moisture leakage at the site of the damage. Additionally, the display screen was noted to be dim/faded/discolored. (B)(4).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The up, down and ok keypad buttons were reportedly under-responsive. There was reportedly moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.